Manufacturer narrative:
The subject device was not returned for investigation. Therefore, a physical investigation of the device was not possible. The likely cause of the reported inability to remove the device and detachment of component is due to user error. Per the reported information, it was noted that the ivl catheter was used to open a xience stent. Additionally, it was reported that the ivl catheter was removed from the body and then reinserted for further use. Per the IFU (lbl 65689), the contraindications state that "this device is not intended for treatment of in-stent restenosis." Furthermore, the IFU cautions: "ivl catheter once pulled out of the body should not be reinserted for additional inflation or lithotripsy treatments. Balloon can be damaged in the process." The presence of the stent and reinsertion and reuse of the device may have contributed to the inability to remove the device and subsequent detachment of the components. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
An s4 peripheral ivl catheter was used to open a xience stent in the tibial artery (near the right ankle). Pta was used first to predilate, to allow for ivl crossing. The initial 2mm x 40 014" balloon appeared to be tight when crossing. The 2.5 mm ivl catheter crossed without documented issue and delivered approximately 50 pulses. The ivl was removed, and a 2.5 x 20 cardiac pta balloon was used. The physician then reinserted the 2.5 ivl catheter and another 40-50 pulses were delivered. Upon deflating the balloon and removing the catheter, it appeared to get stuck, and the physician was unable to retrieve it without using some force. Once out, the catheter was inspected, and it was noticed that the distal end of the ivl catheter became detached and remained inside the patient's ankle. All of the patient's toes have been amputated previously. To date, no patient sequelae has been reported.